Event description:
The complaint/event occurred on an unspecified date and involved a tego® connector. The reporter stated that there were air bubbles in the arterial tubing (during treatment) while the tego and tubing were well screwed. There was no report of human harm.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, investigation is not yet completed.

Manufacturer narrative:
Correction to b4, d10 and e1 (country).

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was conducted, and no nonconformities were found that would have led to the reported complaint. Additional information d9 section.